Event description:
Same case as MDR ID#: 2134265-2013-08714. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous right popliteal artery. After a non-bsc guide wire crossed the target lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was selected to dilate the lesion. Upon first inflation at 5 atmospheres, the balloon ruptured. The device was exchanged to a 3.0mmx60mmx135cm (4f) sterling balloon catheter; however, during first inflation, the balloon ruptured at 7 atmospheres. The procedure was completed with a 3mm peripheral cutting balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous right popliteal artery. After a non-bsc guide wire crossed the target lesion, a 3mm x 40mm x 146cm coyote¿ es balloon catheter was selected to dilate the lesion. Upon first inflation at 5 atmospheres, the balloon ruptured. The device was exchanged to a 3.0mmx60mmx135cm (4f) sterling¿ balloon catheter; however during first inflation, the balloon ruptured at 7 atmospheres. The procedure was completed with a 3mm peripheral cutting balloon® catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling catheter with a sterling pouch. The batch number on the packaging and device matched the reported batch. There was blood in the balloon and inflation lumen. Magnified inspection revealed a pinhole with a scratch in the balloon wall 1mm from the distal edge of the proximal markerband. Microscopic examination revealed no irregularities in the balloon material or the ro marker that could have contributed to the damage. However, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).